Manufacturer narrative:
Based on the claim against the product by the customer noting errors on the erbe generator, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and reported failure was confirmed. C-34 error was displayed during startup. The unit will be sent to original equipment manufacturer (OEM) for repair. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting errors on the erbe generator, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi has received the da vinci product involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the site had erbe generator errors c-00 and c-34. Intuitive surgical inc. (Isi) technical support engineer verified the errors in the system logs. Prior to contacting the tse, the customer had power cycled the erbe generator with no change. The errors immediately came back after the system hard power cycle. The site used a 3rd party generator to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.